Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that prior to an unspecified surgical procedure, the cutter device tip was broken while trying to connect to the attachment device even though force was not applied. This event did not occur during surgery. There was no patient involvement. It was reported that there was no delay to the surgical procedure. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: this field was incorrectly marked as yes in the initial report. This field has been corrected to no.